Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product was unavailable for return.

Event description:
Consumer called stating that the brush heads kept breaking apart in the mouth. No injury was reported.